Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was hospitalized as they were acidotic (did not experience diabetic ketoacidosis); cause was not provided. Blood glucose level not provided. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.